Event description:
It was reported that the ilet user experienced a low blood glucose of 56 mg/dl, treated with oral glucose, after which the blood glucose rose to 266 mg/dl. The user believed they overtreated and planned to allow the ilet to manage thereafter. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included serious injury requiring unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.